Event description:
It was reported that the patient experienced vt storm with multiple successful therapy delivery. The device showed it had more than three years of life left. Upon interrogation on the next day, the device displayed eri. In the interval of 24 hour period, no shocks were delivered. Since then, the device had depleted to a state where it can no longer charge up or deliver high voltage therapy. The patient suffered severe anxiety and depression as a result of the shocks and does not want a replacement. It was later reported that the patient passed away, no fault with the device has been alleged and the device was not explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.